Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the chemistry analyzer and found that the o-ring was missing on the sodium (na) electrode. The failure mode was determined to be caused by use error. Per the au480 user guide pn b28624aa, chapter 8, >replace the na, k, and cl electrodes> it states: "each electrode has an o-ring. Be careful not to lose the o-rings when mounting the electrodes. An additional o-ring is seated in the top of the flowcell, next to the cl electrode. Verify all four o-rings are in place before using the lock lever to secure the electrodes. The o-rings are necessary to create an airtight seal for the flowcell." The fse installed missing o-ring on na electrode which resolved the issue. No further issues were noted. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported generation of erroneously high ise (ion selective electrode) patient results for na (sodium), k (potassium) and cl (chloride) on the au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for ten (10) patients.